Manufacturer narrative:
Out of the three reported malfunctions, one lot number was provided and a lot history review was completed. No samples were returned for evaluation, but medical record were provided and reviewed for all three malfunctions. The investigation for two malfunctions confirmed for malposition of device, detachment of device or device component, and patient device interaction. The other investigation confirmed for malposition of device and patient device interaction problem; unconfirmed for detachment of device or device component. A root cause could no be determined. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. The information reviewed indicated that model ec500f vena cava filter allegedly experienced malposition of device, detachment of device or device component, and patient device interaction. This information was received from various sources. All three malfunctions involved patients with no reported consequences. Two of the patients were male, one (B)(6) years old and the other (B)(6) years old; weight was not provided. The (B)(6) year old female patient's weight was not provided.